Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 187 mg/dl, 103 mg/dl, 98 mg/dl, and 96 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter stated he ate dinner after obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.